Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device for the left side. Later healthcare professional reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 b6 h6.

Event description:
Healthcare professional confirmed that the "left was completely intact" via operative report. In addition, an MRI confirmed that the left side was intact. This complaint is no longer reportable.